Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation? Yes; section d-9: returned to manufacturer? Yes; section d-9: date returned to manufacturer:16-mar-2021; section h-3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. And that the lens was received cut in half (but not separated). Which is consistent with a lens that was handled, during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed, that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: unknown as information was not provided. If explanted, give date: unknown as information was not provided. The best estimate date is between (B)(6) 2021 and (B)(6) 2021. Phone number: (B)(6) attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient's operative eye. Iol was explanted due to +2 hyperopic results. No further information is available.